Manufacturer narrative:
(B)(4).

Event description:
It was reported that a potential lead issue was suspected. The patient was doing good. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was found broken in the pocket. Lead was explanted and replaced. Patient was fine post-procedure.